Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. H6 - results - 3211 deformation problem is based off the investigation results of the returned sample; 213 no device problem found is based upon dimension testing of the returned sample. One 6fr angio-seal evolution device was received for product evaluation. The hemostasis sheath and arteriotomy locator were returned along with a plastic tray. All components were returned in an opened header bag. The components were removed from the header bag. Visual inspection revealed that there was a bent on the arteriotomy locator. Upon microscopic examination, a kink was observed at the blood inlet holes of the locator. The tray in which the components were shipped in was completely folded and deformed. There were no anomalies observed with the sheath. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.0904". All measurements were within the manufacturing specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that that off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the user opened the angio-seal packing, they found the dilator was kinked. They checked the package, and it was not damaged. They changed to another new device to finish the case without any problem. The patient was in stable. The second angio-seal was used and finished the case. Additional information was received 26september2019: the procedure that was being performed was a tace using a 6fr procedural sheath. There was a pre-deployment angiogram performed.